Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. In the month prior to this report, the patient began treatment with dianeal pd4 1.36% (2000 ml, frequency not reported) intraperitoneally (ip) for end stage renal disease (esrd) via continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred (details not provided). Approximately three weeks after beginning capd therapy, the patient experienced cloudy effluent and was hospitalized. A peritoneal effluent culture was obtained. The results confirmed bacterial peritonitis. The patient began treatment with cefazolin (1 g, 1 time/day, ip) and gentamicin (40 mg, 1 time/day, ip) for bacterial peritonitis. Nine days after experiencing the peritonitis, cefazolin and gentamicin were withdrawn. Two days later, the patient recovered from the peritonitis and was discharged from the hospital. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.